Event description:
It was reported the patient's ipg became inoperable due to not charging it for about a month. A sjm representative confirmed the communication issue between the ipg and multiple external devices. Subsequently, the ipg was explanted and replaced with another model which resolved the issue. The patient is reportedly "doing well".

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.